Manufacturer narrative:
(B)(4).

Event description:
The dentist reported the screw had fractured. The implant remains placed.

Manufacturer narrative:
Visual inspection revealed one screw was returned fractured at the threads portion. The hex drive feature part is severely damaged (stripped). No other damage was noted. The device history record review for the screw lot was performed and did not indicate any presence of a manufacturing deviation that could contribute to this event. A definitive root cause has not been determined.